Event description:
It was reported atrial flutter occurred. A left atrial appendage closure (laac) procedure was performed using a watchman access system (was) and a 27 mm watchman flx pro laa closure device and delivery system (wds). The closure device was deployed and met position, anchor, size, and seal (pass) criteria. Although the distal end appeared compressed on fluoroscopy, creating a witch hat shape, pass criteria was still satisfied. Minutes before release, the patient developed atrial flutter. After the closure device was released, the shoulder on the mitral side shifted approximately 10-20% from its original position. The device was observed for about 20 minutes, during which no further movement occurred. The closure device was confirmed to still be meeting pass criteria after the shifting. Following the laac procedure, a non-boston scientific (bsc) leadless pacemaker system was implanted to address the atrial flutter. No additional complications occurred, and the patient is expected to make a full recovery.